Manufacturer narrative:
The hakim valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h11. Failure analysis - all finished goods test results, including endotoxin satisfactorily met the requirements.

Manufacturer narrative:
Additional information received. Product ID 823184.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number: 3013886523-2024-00130. A physician reported a hakim valve (unknown ID) and a bactiseal catheter (unknown ID) were implanted on (B)(6)2024. The patient developed an infection within 15 days of being implanted. There is no further information provided.